Manufacturer narrative:
The device was initially sent to an authorized third party service provider (asp) for evaluation where they observed that the device would boot up with a black lcd touchscreen. The device was then forwarded to ventec for evaluation. The device was evaluated by ventec where the reported issue of a black and unresponsive lcd touchscreen was confirmed. Ventec observed that after powering on the device, it would boot to a black lcd touchscreen and not complete the bootup process. Ventec also observed that when the device was experiencing the black screen condition, the device was unable to power down using the front case power button as it too became unresponsive. After approximately 30 seconds of unresponsiveness, ventec observed that the device would power off unexpectedly by itself. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.